Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 days.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump flow estimation was elevated for approximately 30 minutes before returning to baseline. The patient¿s lactate dehydrogenase was 670 u/l. Before implant, the patient¿s lactate dehydrogenase was 313 u/l. Review of the system controller log files by the manufacturer's technical service representative noted the data showed an increase in power and a trajectory that may be linked to the presence of thrombus. Additional information was requested, but was not provided.

Manufacturer narrative:
No product was returned for evaluation. Elevations in pump power and estimated flow were confirmed through the submitted system controller log file; however, a specific cause could not conclusively be established through this evaluation. Additionally, a direct correlation between the pump and the reported elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. The submitted system controller log file showed pump power, estimated flow, and average pi typically ranging from 3.7 to 4.1 watts, 2.4 to 3.2 lpm, and 1.8 to 6.6, respectively. The first 26 lines of the log file showed a yellow wrench advisory due to the backup battery being uninstalled. Multiple low flow alarms were noted throughout the log file when the estimated flow dropped below the threshold of 2.5 lpm. Elevations in pump power and estimated flow were noted beginning on (B)(6) 2017 and ranged from 4.8 to 6.8 watts and 4.5 to 9.1 lpm, respectively. Despite the observed alarms and pump parameter fluctuations, no other atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.